Event description:
While reviewing the programming history for a pt's vns, it was found that on two occasions the pt has left the office with unintended settings. The first instance occurred on (B)(6) 2006 which was found and corrected on (B)(6) 2006. The second occurred on (B)(6) 2007 which was found and corrected on (B)(6) 2007. These anomalies were due to interrupted systems diagnostics test that reset the programming. No adverse events have been reported related to these events.